Event description:
Additional information reported that the alarms were a result of a complex pump positioning between the papillary muscles and the septum. The patient had complex anatomy secondary to a transposition of the great arteries (tga) - mustard repair. The device was placed in the right ventricle due to the patient's anatomy. The patient had also experienced ongoing bleeding intraoperatively which was treated with ligated vessels. The bleeding resolved. Related manufacturer report number: 2916596-2023-02489.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch processing for approximately thirty to forty seconds when silencing low flow alarms on approximately six occasions and displaying an ¿update rejected¿ message in one instance was confirmed. Two videos were submitted for review. Both videos showed the heartmate touch app with the half screen showing that a command was processing overlayed onto the monitor view. In one video, the processing screen was displayed for twenty-three seconds before being removed from the display. In the other video, the processing screen was displayed for the entire twenty-eight second duration of the video. In both videos, no active alarms were displayed on the heartmate touch application, and no audible alarms from the heartmate 3 system were active. Additionally, the pump flow was above the low flow alarm threshold in both submitted videos. Although the videos did not capture when the silence alarm button was pressed, the videos indicate that the reported low flow alarms that were being silenced had cleared before the silence alarm command had completed processing, which would result in the extended duration of the processing screen display or the reported ¿update rejected¿ message being displayed. The submitted controller event log file contained data spanning 6 days (21apr2023 ¿ 26apr2023 per the timestamp). No atypical alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. No low flow alarms were active in the log file. The data from the time of the submitted videos (21:46 ¿ 21:47 on (B)(6) 2023) was overwritten by newer data. The reported event of the extended alarm silence deactivating was not confirmed; however, the reported event is consistent with the system controller design specifications and does not indicate an issue with the system. It was reported that after the power module was disconnected to move the system into the theatre in position next to the surgeon. The disconnection of the power module results in a loss of communication between the heartmate touch app and wireless adapter/system controller. It was further reported that communication could not be immediately re-established between the heartmate touch app and the wireless adapter/system controller; this is addressed by the wireless adapter investigation. Per design of the system controller, the extended alarm silence will deactivate if communication with the heartmate touch app is lost. The reported event of extended processing times and an update rejected error message is consistent with the active low flow alarm resolving before the silence alarm command had completed processing; however, the root cause of the reported event could not be conclusively determined through this analysis. The serial number of the product is unknown. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ cover all alarms, including the connection failed ¿ heartmate touch app error message, and provide troubleshooting steps to resolve issues related to the heartmate touch, including a frozen screen. Heartmate 3 IFU chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system, including how to silence alarms by pressing the silence alarms button and by enabling the extended alarm silence. The heartmate touch communication system quick start guide also explains how to silence alarms under "how to use the heartmate touch communication system". Heartmate 3 IFU chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6) 2023. During these events, the heartmate touch was silenced 6 times. When the alarms were silenced via the touchscreen, the device had an extended lag of around 30-40 seconds to process before silencing. At one point, the screen read "update rejected." The bluetooth adapter of the heartmate touch would not pair when attempting the connect to the patient during the operation. The pump/motor function was not interrupted, but the screen was partially obscured. The heartmate touch and bluetooth adapter were exchanged.